Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had lead body and insulation damage. Additional information indicated that the conductor was exposed. The lead was surgically abandoned. No additional adverse patient effects were reported.